Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the communication bus at the station. A field service engineer confirmed that the customer successfully addressed the problem by resetting the power and battery of the refrigerator. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis refrigerator system indicated that the device was not detected on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.